Event description:
Reportable based on device analysis completed on 26jun2015. It was reported that the device was unable to cross the lesion. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon¿ was selected to treat the target lesion. During the procedure, it was observed that the device was unable to cross the lesion. The procedure was completed with a different device. No patient complications reported and the patient's condition was good. However, device analysis revealed that the hypotube was broken.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. The balloon protector cap was not returned for analysis. Examination of the returned device revealed no damage noted to the tip, balloon or blades of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The inner and outer catheter shaft were kinked at several locations along their length. The hypotube was broken at 358mm from the hub. In addition, the hypotube was kinked along its length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).